Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6), 2023. The procedure was performed under monitored anesthesia care (mac). Fiducial markets were placed transperineally prior to injection. Magnetic resonance imaging (MRI) and computed tomography (CT) was performed and raised concerned about the hydrogel positioning in relation to the rectal wall. The images suggested on the sagittal and axial views that the hydrogel was in the right place at the base of the midgland, but it was noticed that a tiny area of rectal wall had hydrogel infiltration (rwi). It was considered safe to continue with the radiation treatment. The patient condition was reported as unknown at the time of this report. The patient is planned for stereotactic body radiation treatment (sbrt).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.